Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), angiopathy ("vascular disorders"), genital disorder female ("gynecological disorders") and anxiety ("anxious state"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed. At the time of the report, the allergy to metals, angiopathy and genital disorder female had resolved and the anxiety had not resolved. The reporter considered allergy to metals, angiopathy, anxiety and genital disorder female to be related to essure. The reporter commented: she did not know she was allergic to nickel before essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 06-apr-2018 for the following meddra preferred term: allergy to metals - the analysis in the global safety database revealed 399 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), angiopathy ("vascular disorders"), genital disorder female ("gynecological disorders") and anxiety ("anxious state"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed. At the time of the report, the allergy to metals, angiopathy and genital disorder female had resolved and the anxiety had not resolved. The reporter considered allergy to metals, angiopathy, anxiety and genital disorder female to be related to essure. The reporter commented: she did not know she was allergic to nickel before essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals - the analysis in the global safety database revealed 399 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 12-apr-2018: the case will be deleted from bayer pv database. Nullification reason: this case was identified as duplicate of case (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.